Event description:
Provider placed the stent in the left eye. The stent was not in the correct position and was removed. A replacement stent was requested. When comparing the two stents (#s1.1800u reference number), there was a significant difference in length of the peek (polyetheretherketone) thread guide. The difference in length from the ex-planted stent and the newly opened stent was 155 mm. Unused stent with the same lot number (#1754308028) was the incorrect length. Manufacturer response for stent monoka self threading, self-threading monoka (ritleng type) (per site reporter): no response yet.